Manufacturer narrative:
81 other- at this time, vyaire medical has not received the suspect device for evaluation.

Event description:
It was reported to vyaire that the customer using reditube for emergent situation has seen an increase in bloody throats and follow up swallow studies. Reports from respirator and ER. "Difficult intubations and bloodier extubations." 19feb19-additional information: several physician and clinical staff members reported marked difficulty with intubations, which was reportedly due to the rigidity of the endotracheal cuff.